Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro c-ring broke in half from the scope washer tubing plastic side. The surgeon thought a piece of the c-ring had fallen into the patient's leg so converted to open leg; however, it was discovered after the leg was open that the complete assembly c-ring was still attached to the c-ring slider and no pieces were missing. The procedure was completed in open leg conversion. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the c-ring was broken in half with the remaining half still attached to the c-ring slider wire and fully retracted inside the cannula. The scope washer tubing was missing and not returned. This tubing would have had the other half of the c-ring attached to it. A detailed visual inspection indicated that the c-ring had been subjected to a high heat from an energized tissue welder long enough to melt and subsequently break the c-ring into two pieces. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.